Event description:
Reportedly, during the interrogation of the subject platinium vr, telemetry was lost several times. The session was then ended by the user and a new interrogation was started. Following this interruption, no iegm/ECG could be found in the patient files.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the interrogation of the subject platinium vr, telemetry was lost several times. The session was then ended by the user and a new interrogation was started. Following this interruption, no iegm/ECG could be found in the patient files.